Manufacturer narrative:
The visual inspection shows that the seal is outside of deployment tube and the tension spring is still loaded inside deployment tube. The complaint is confirmed for "seal failed to deploy". An lhr review was completed for the product and there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was use to complete the procedure. No patient complications were reported by the hospital.